Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. However, during the first inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.